Event description:
As reported by the edwards field clinical specialist, while deploying the 23mm sapien valve during a transaortic tavr procedure, the physician was being very conscious not to let the valve ride too aortic due to the height from the aortic annulus to the left main coronary ostium being only 10mm. Prior to deployment, the valve was positioned 50:50; however, post deployment the final valve position was 90:10 ventricular. The patient experienced severe central aortic insufficiency (cai), severe paravalvular leak (pvl) and lost lv function. Chest compressions were initiated and a second 23mm sapien was deployed approximately 30% more aortic inside of the first sapien valve. Once the second valve was deployed, the patient's blood pressure recovered and lv function returned. The procedure was then completed normally, and one day post tavr the patient was noted to be recovering normally. The native aortic annular diameter was 21.5mm by CT. The native aortic valve was moderately calcified. The aortic root was mildly calcified. The sinotubular junction (stj) diameter was 23mm and there was minimal calcification. The diameter of the sinus of valsalva (sov) was 26mm. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Per report, the potential cause of the ventricular malposition was too much forward pressure on the delivery system, which pushed the valve slightly ventricular during deployment.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there is no allegation of device malfunction. Per the instructions for use (IFU), regurgitation and device malposition requiring intervention are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the ventricular malposition was the result of too much forward pressure being applied on the delivery system during valve deployment in an effort to not deploy to aortic. The loss of lv function appears to have been the result of severe aortic insufficiency, as evidenced by the immediate return of lv function and bp following deployment of the second sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.